Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 162.56 cm.

Event description:
A patient in a study underwent a da vinci-assisted partial nephrectomy procedure. Four days after surgery, the patient returned to the emergency department with complaints of fever. The patient was admitted and eventually found to have a surgical site infection with hematoma and sepsis. The sepsis was treated with ceftriaxone sodium, piperacillin sodium/tazobactam sodium, metronidazole, meropenem and ertapenem sodium. A right perinephric hematoma was treated with drain placement. No other treatments or interventions were required for the sepsis and hematoma; ICU admission was not required. The patient was discharged 19 days later. There were no malfunctions of a da vinci device and a da vinci device did not cause or contribute to the events. The study investigator reported that the event was not related to the da vinci system/instrument/ accessories but definitely related to the procedure and probably related to the patient's pre-existing condition.